Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR is for patient 1 of 2 on day 1 of 2. See MDR #1061932-2011-01551 for patient 2 of 2 on day 2 of 2. A field service engineer visited the site and replaced the computer and reloaded the software. He later visited the site on (B)(6) 2009 and replaced the main pcb (printed circuit board). The root cause is unknown but may have been related to hardware replaced during instrument servicing.

Event description:
The customer reported that the act 5diff hematology analyzer generated erroneous non-credible differential results on several patient samples. Test results were provided on one patient processed on (B)(6) 2009. The customer realized that the results were not credible as the total cell % added to values over 100%. The test results were accompanied by a message for high results. The customer reran the patient's sample on the act 5diff analyzer and considered the repeat results to be correct. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.